Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations. Observed, one opening on the radius side assessed, as surgical damage. And one opening on the radius side assessed, as surgical damage like. Crease flat observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii" against right device. The device has been explanted.

Event description:
The device has been explanted.